Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. A nasal swab was tested on (B)(6) 2022 and generated a positive result. The same nasal swab was tested once more on a different ID now instrument and generated a negative result. Repeat testing was performed on a fresh nasal swab sample with the initial ID now instrument and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no harm, delay, or impact in the patient's treatment. Although requested, no further information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.